Event description:
It was reported that during a remote device data review, an episode of ventricular tachycardia (vt) was noted. Three bursts of anti-tachycardia pacing (atp) were delivered, but the vt was still ongoing. Due to the automatic gain control (agc) function of bi-ventricular trigger pacing, a portion of the right ventricular (rv) beats were functionally under-sensed during the vt and shock therapy was not delivered. The patient's vt rhythm fortunately self-terminated and there were no adverse consequences as a result of this therapy delay. Boston scientific technical services was contacted and recommended performing measurements of the patient's vt morphology to better reprogram the device. The patient was stable and the device remains in-service.

Event description:
It was reported that during a remote device data review, an episode of ventricular tachycardia (vt) was noted. Three bursts of anti-tachycardia pacing (atp) were delivered, but the vt was still ongoing. Due to the automatic gain control (agc) function of bi-ventricular trigger pacing, a portion of the right ventricular (rv) beats were functionally under-sensed during the vt and shock therapy was not delivered. The patient's vt rhythm fortunately self-terminated and there were no adverse effects as a result of this therapy delay. Boston scientific technical services was contacted and recommended performing measurements of the patient's vt morphology to better reprogram the device. The patient was subsequently seen in-clinic where the device vt detection zone was reprogrammed to resolve the event. The patient was stable and the device remains in-service.